Event description:
It was reported that the device was unable to recognize an "xl" syringe. Per report, the device was on "older data set (dataset ID (B)(6); activated on (B)(6) 2024) due to not being powered on in so long." No further information was provided. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause could not be identified because the requested devices or their associated logs and data set were not provided by the facility.

Event description:
It was reported that the device was unable to recognize an "xl" syringe. Per report, the device was on "older data set (dataset ID 02da02358-r; activated on 24 may 2024) due to not being powered on in so long." No further information was provided. There was no information on patient involvement.